Event description:
It was reported that a ez45b was used during a thoracoscopy. It was reported by the affiliate that during a completion of an incomplete fissure at the lung, during a thorascopy, the first loading unit of the ez45b stapled but did not cut, the handle broke off following loading the unit, instrument functioned well. There was no consequence to the pt.